Event description:
Report received of an overdelivery. The pump was programmed on channel b to deliver an unspecified primary and an unspecified secondary solution. The pump parameters were not provided. The nurse reported that the secondary solution finished sooner then expected. There was no reported adverse pt effect. Though requested, there was no further info available.